Event description:
It was reported the pt experienced difficulty communicating with his scs ipg and the charger. The pt stated he can locate his ipg but the communication only lasts a few seconds. A replacement charger sent to the pt did not resolve the issue. A sjm rep met with the pt and found the pt's ipg battery has depleted and the ipg is no longer operable. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.